Event description:
It was initially reported to boston scientific corporation on (B)(6) 2009, that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy with a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the guidewire became mangled. The procedure was completed using another endovive safety peg kit push method. This resulted in a delay in the procedure, however, there was no adverse effect to the patient. There were no patient complications reported as a result of this event. Follow-up information from the user facility explained that the guidewire "got all kinked up". This event has been deemed a reportable event based on the investigation results; guidewire broken.

Manufacturer narrative:
A visual evaluation found that the wire was bent. The coil wire was found to be partially unraveled and stretched. The inner core wire was found to be jaggedly broken 0.4 centimeters from the distal end of the wire. The break in the core wire was viewed under 10x magnification and found to be tapered near the end. A review of the device history record (DHR) was performed; no anomalies were noted. The returned unit was consistent with the complaint incident that the guidewire became mangled. During the evaluation, the guidewire was found to be bent, stretched and broken. The most probable root cause is operational context. (B)(4).